Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the up and down arrows are sticking and not responding to user input. There was no evidence of product misuse. The pump is being returned for investigation. The patient was advised to go on the backup plan as needed. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; but the bolus button cover was found to be detached. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The evaluation revealed that all keypad buttons responded as expected and were found to click back and spring back normally. There was evidence of contamination found under the up arrow, down arrow and contrast key contacts; there was no contamination found under the ok key contact. The reported sticking button issue was not found during investigation.